Event description:
It was reported to boston scientific corporation that radial jaw 3 biopsy forceps cup broke. The nurse checked the product before it was introduced into the endoscope and it was perfect to use. The forceps were passed down the endoscope and when exited the nurse noticed that the forceps cup appeared damaged. The forceps were withdrawn and inspected; the cup was damaged. The endoscope was removed from the patient and a cleaning brush pushed down the channel, a small piece of the forceps cup fell out. The procedure was completed with another same device; the patient is reported to be "stable".